Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report of a rupture in the balloon. There is an approximately 3cm rupture in the balloon. The balloon could not be inflated and would not hold pressure in this condition. The edges of the balloon were examined and they matched up. This indicates that no part of the balloon is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state, "use of this device is restricted to a trained healthcare professional." And "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." Prior to distribution, all cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure to dilate the lower esophageal sphincter, a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. The endoscope was placed in the patient, then a guide wire was advanced through the working channel. The endoscope was removed and the hercules 3 stage wireguided balloon was advanced over the guide wire into position. They began dilating, but between sizes 19 and 20, the balloon popped. They suctioned dirty fluid from the stomach, and noticed stretching to the lower esophageal sphincter, but no cuts or major bleeding. They looked for any ruptured balloon fragments left behind, but none were observed. The procedure was completed at this point according to the initial reporter, no section of the device was observed remaining inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.